Event description:
Procedure: pancreas. According to the reporter: the firing was done above the portal vein. Procedure was completed without any problem. The next day, severe bleeding occurred from the transverse pancreatic artery (amount of bleeding was unknown) and re-operation was performed. According to surgeon, the staples seemed to have come off the tissue, but it is unknown whether the bleeding was caused by the device or by the placed drain. Patient is under observation.

Manufacturer narrative:
(B)(4)